Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and polycystic ovaries. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, weight gain, blood testosterone increased, uterine fibroids, low back pain, menses irregular, polycystic ovarian syndrome, plantar fasciitis, pain in heel, paresthesia, peptic duodenitis, reactive gastropathy, fasciitis, diarrhea, insomnia and bacterial infection nos. Concomitant products included citalopram, diclofenac, ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) since 2010 to (B)(6) 2017, ibuprofen since (B)(6) 2017, levonorgestrel from (B)(6) 2016 to (B)(6) 2017, metformin since (B)(6) 2016, methocarbamol, sertraline hydrochloride (zoloft) since (B)(6) 2013, sertraline since (B)(6) 2016 and zolpidem since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2015 date leave began: (B)(6) 2017 / date leave ended: (B)(6) 2017/ reason: hysterectomy insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted: previously confirmation test added, now reported as did you undergo an essure confirmation test? No. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: CT abdomen/pelvis with contrast: impression: marked fatty infiltration of the liver is suspected. No evidence for suspicious hepatic mass. No evidence for bowel obstruction, appendicitis or diverticulitis. No evidence for acute pancreatitis. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: (B)(6) year old female with elevated, testosterone, menorrhagia. Preoperative diagnosis: menorrhagia. Operative findings : sounded 9.5 cm, moderate volume specimen. Histopathological diagnosis: a. Endometrium (biopsy) : proliferative endometrium with glandular and stromal breakdown. Negative for hyperplasia or malignancy. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2017: impression: normal gallbladder with no stones is cholecystitis or bile duct dilatation. Hyper echogenic liver suggesting fatty infiltration. Ultrasound uterus - on (B)(6) 2016: impression- retroverted, heterogeneous possibly with 3 fibroids, low posterior 1.2 cm, right fundal 0.9 cm , mid anterior 1.2 cm appears to be impinging on anterior endometrial wall. Ovaries seen with small follicle cysts but do not suspect pc os. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2019: new pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety/mental anguish, depression dysmenorrhea (cramping), were added. Outcome for pain added. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and polycystic ovaries. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, weight gain, blood testosterone increased, uterine fibroids, low back pain, menses irregular, polycystic ovarian syndrome, plantar fasciitis, pain in heel, paresthesia, peptic duodenitis, reactive gastropathy, fasciitis, diarrhea, insomnia and gastrointestinal bacterial infection. Concomitant products included citalopram, diclofenac, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since 2010 to (B)(6) 2017, ibuprofen since (B)(6) 2017, levonorgestrel from (B)(6) 2016 to (B)(6) 2017, metformin since (B)(6) 2016, methocarbamol, sertraline hydrochloride (zoloft) since (B)(6) 2013, sertraline since (B)(6) 2016 and zolpidem since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2015. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted: previously it was reported that confirmation test was done and as per current document, she did not undergo essure confirmation test. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: CT abdomen/pelvis with contrast: impression: marked fatty infiltration of the liver is suspected. No evidence for suspicious hepatic mass. No evidence for bowel obstruction, appendicitis or diverticulitis. No evidence for acute pancreatitis.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: 32 year old female with elevated, testosterone, menorrhagia. Preoperative diagnosis: menorrhagia. Operative findings : sounded 9.5 cm , moderate volume specimen histopathological diagnosis : a. Endometrium (biopsy) : proliferative endometrium with glandular and stromal breakdown. Negative for hyperplasia or malignancy. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2017: impression: I. Normal gallbladder with no stones is cholecystitis or bile duct dilatation. 2. Hyper echogenic liver suggesting fatty infiltration.. Ultrasound uterus - on (B)(6) 2016: impression- retroverted, heterogeneous possibly with 3 fibroids, low posterior 1.2 cm, right fundal 0.9cm , mid anterior 1.2 cm appears to be impinging on anterior endometrial wall. Ovaries seen with small follicle cysts but do not suspect pc os. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and polycystic ovaries. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, weight gain, blood testosterone increased, uterine fibroids, low back pain, menses irregular, polycystic ovarian syndrome, plantar fasciitis, pain in heel, paresthesia, peptic duodenitis, reactive gastropathy, fasciitis, diarrhea, insomnia and gastrointestinal bacterial infection. Concomitant products included citalopram, diclofenac, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since 2010 to march 2017, ibuprofen since (B)(6) 2017, levonorgestrel from october 2016 to february 2017, metformin since (B)(6) 2016, methocarbamol, sertraline hydrochloride (zoloft) since (B)(6) 2013, sertraline since (B)(6) 2016 and zolpidem since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In october 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, jun-2015 insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted: previously it was reported that confirmation test was done and as per current document, she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: CT abdomen/pelvis with contrast: impression: marked fatty infiltration of the liver is suspected. No evidence for suspicious hepatic mass. No evidence for bowel obstruction, appendicitis or diverticulitis. No evidence for acute pancreatitis.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2016: 32 year old female with elevated, testosterone, menorrhagia. Preoperative diagnosis: menorrhagia operative findings : sounded 9.5 cm , moderate volume specimen histopathological diagnosis : a. Endometrium (biopsy) : proliferative endometrium with glandular and stromal breakdown. Negative for hyperplasia or malignancy. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2017: impression: I. Normal gallbladder with no stones is cholecystitis or bile duct dilatation. 2. Hyper echogenic liver suggesting fatty infiltration.. Ultrasound uterus - on (B)(6) 2016: impression- retroverted, heterogeneous possibly with 3 fibroids, low posterior 1.2 cm, right fundal 0.9cm , mid anterior 1.2 cm appears to be impinging on anterior endometrial wall. Ovaries seen with small follicle cysts but do not suspect pc os. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma and polycystic ovaries. Concurrent conditions included obesity, low grade squamous intraepithelial lesion, weight gain, blood testosterone increased, uterine fibroids, low back pain, menses irregular, polycystic ovarian syndrome, plantar fasciitis, pain in heel, paresthesia, peptic duodenitis, reactive gastropathy, fasciitis, diarrhea, insomnia and gastrointestinal bacterial infection. Concomitant products included citalopram, diclofenac, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since 2010 to (B)(6) 2017, ibuprofen since (B)(6) 2017, levonorgestrel from (B)(6) 2016 to (B)(6) 2017, metformin since (B)(6) 2016, methocarbamol, sertraline hydrochloride (zoloft) since (B)(6) 2013, sertraline since (B)(6) 2016 and zolpidem since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and alopecia had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2015. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted: previously it was reported that confirmation test was done and as per current document, she did not undergo essure confirmation test. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: CT abdomen/pelvis with contrast: impression: marked fatty infiltration of the liver is suspected. No evidence for suspicious hepatic mass. No evidence for bowel obstruction, appendicitis or diverticulitis. No evidence for acute pancreatitis.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: 32 year old female with elevated, testosterone, menorrhagia. Preoperative diagnosis: menorrhagia operative findings : sounded 9.5 cm , moderate volume specimen histopathological diagnosis : a. Endometrium (biopsy) : - proliferative endometrium with glandular and stromal breakdown. -negative for hyperplasia or malignancy. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2017: impression: I. Normal gallbladder with no stones is cholecystitis or bile duct dilatation. 2. Hyper echogenic liver suggesting fatty infiltration.. Ultrasound uterus - on (B)(6) 2016: impression- retroverted, heterogeneous possibly with 3 fibroids, low posterior 1.2 cm, right fundal 0.9cm , mid anterior 1.2 cm appears to be impinging on anterior endometrial wall. Ovaries seen with small follicle cysts but do not suspect pc os. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: hair loss added. Outcome for bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.